Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating that the patient has undergone breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 310cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade iii-IV). The breasts were characterized with firmness and pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 1, 2022, the product investigation summary was updated: with the following statement: a skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders.

Manufacturer narrative:
On october 27, 2022, mentor received additional information indicating that the patient's capsular contractures were baker grade iii. During the removal surgery on (B)(6) 2022, the patient also underwent bilateral capsulectomies and no replacement.

Manufacturer narrative:
On october 31, 2022, mentor received additional information indicating that the patient also experienced the following: bilateral implant displacement, ptosis, tight pain across the chest that made it difficult to breath, pain on upper neck and back due to weight of breast implants, nipples that were hypersensitive to touch, developed dermographia and rash, and nipples that were pink and sensate. Reason for device explant and/or reoperation: capsular contracture, skin reaction. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On october 14, 2022, the mentor failure analysis lab received the device for evaluation. On october 18, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 310cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.